Manufacturer narrative:
Investigation included technical support troubleshooting and user guidance. Investigation of this case revealed that the cgm was not successfully paired and never entered warm-up, and that the user planned to replace the sensor. It was concluded that the event was related to cgm pairing failure with user notification features functioning as designed.

Event description:
It was reported that a user of the ilet paired with a dexcom g7 experienced a sensor pairing failure, with the sensor remaining in pairing mode and a replace sensor alert present after a recent sensor change; user education and troubleshooting were performed, including guidance to reattempt pairing and to perform a blood glucose check and enter the value into the ilet. Symptoms included no reported adverse clinical effects. Outcomes included impending therapy interruption warnings and a notification that dosing would stop soon due to the cgm not being paired.